Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. A system check performed on 05/14/2010 was within specifications. The customer is not questioning any other results or assays. Service was not dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible, above the ami cutoff, troponin (accu tni) results generated by the access 2 immunoassay system for one patient. The results did not fit the patient's clinical history. The specimen was re-tested on an alternate method for troponin and results obtained were in the normal reference. The elevated results were reported out of the lab. There were no reports of death, injury, or change to patient treatment in connection with this event.